Manufacturer narrative:
Investigation is pending at this time. A follow up will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "sensor updating" error message was reported with the abbott diabetes care (adc) device, and the customer was unable to obtain glucose readings. As a result, the customer experienced sweating and a loss of consciousness and managed to self-treat with sugary foods and glucose medicine after regaining consciousness. There was no report of death or permanent impairment associated with this event.